Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the bracket and screw on the right side of the reclining back hardware kit is bent.